Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported myocardial infarction (mi) is listed in the instructions for use, as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported via clinical trial that the first target lesion was located in the mid left anterior descending artery (lad) with 80% stenosis. Predilatation was performed prior to placement of the promus study stent. Following stenting of the mid lad, it was noted that the 2nd diagonal branch had 90% ostial stenosis. It was also noted that there was plaque shifting during the index procedure into diagonal branch. The area was treated immediately with balloon angioplasty and the lesion site had 0% residual stenosis afterward. On (B)(6) 2009, 1 day post index procedure, it was noted that cardiac enzyme levels were elevated which is consistent with the protocol definition of a myocardial infarction. No actions were taken to treat this event and the subject was discharged the same day on aspirin and clopidogrel. No additional information or patient effects were reported. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.